Event description:
It was reported that during a laparoscopic prostatectomy procedure that the devices did not work correctly as the clips were open. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Date sent: 05/07/2008. Information anticipated, but unavailable at this time.